Manufacturer narrative:
The company service rep confirmed error message received. The supervisor module was replaced and performed a system verification. The system was then tested and met all product specifications. The returned supervisor module was installed into a calibrated constellation hotbed system and tested. No system messages occurred during or after the boot-up sequence. The reported non-conformity was not replicated. For further testing, the supervisor pcb was tested on the ict and passed the ict with no abnormal conditions. The event of system messages could not be replicated by the investigation, and therefore the root cause of this event is unknown at this time. A review of complaints for the last 24 months did indicate one related report for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delayed case about 5 minutes" (no code available). Product problem(s): "system message received" (device displays error message). A nurse reported a system message was received during a case. No patient injury occurred. This delayed the case for about 5 minutes while rebooting and repriming.